Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a cracked display lens. Unrelated to the display issue, keypad cover was torn above the up arrow button. There were no response issues with the keypad buttons and there was no evidence of contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.